Event description:
It was reported that a user of the ilet insulin pump experienced significant glucose fluctuations while newly adjusting to the system, including an episode of hypoglycemia at 47 mg/dl treated with juice and a hyperglycemic reading of 289 mg/dl, with one prior extreme high attributed to infusion tubing damage from a pet that was corrected by replacing the tubing. Symptoms included changes in vision, sweating, nervousness or anxiety during the low, and dizziness during the high. Outcomes included user counseling on avoiding unnecessary announcements and pump pauses, allowing automated insulin modulation to address highs, treating lows per guidance, and planning for additional training. Investigation included review of device data and user reports, troubleshooting and education, and assessment of infusion set/tubing integrity and user operation. Investigation of this case revealed frequent meal announcements of ¿more than/less than,¿ repeated pausing during downward glucose trends, and a one-time hyperglycemia event due to chewed tubing; glucose returned to range after corrective actions. It was concluded that the events were related to user operation during the initial learning period and an external tubing damage incident, with the device operating as designed including automated insulin suspension when glucose was low or falling. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.